Manufacturer narrative:
(B)(4): the customer reported alarms were not sounding at the nurse's desk. Based on the info provided from the customer, the customer found that the pc speaker had been muted. This complaint has been evaluated and does not allege a death, serious injury. The troubleshooting that has already been done by the philips response center engineer (rce) with the customer is considered as all that is warranted for the reported problem of no sound. Philips will consider this issue as having been due to user error. Consideration of this complaint and similar complaints supports that there is no design, manufacturing materials, or labeling problem. No further action or investigation is warranted.

Event description:
The customer reported alarms were not sounding at the nurse's desk.